Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia followed a period of 6 hours of hyperglycemia that included three meal announcements. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by increased correction insulin dosing in response to the prolonged hyperglycemia, which increases the risk of hypoglycemia.

Event description:
On 10/14/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/14/24. On (B)(6)2024 the user was taken to the ER after experiencing a hypoglycemic event at school. The user had a high blood glucose level (over 300 mg/dl) from 10:15 am to 1:20 pm, during which the ilet delivered correction insulin. After being active at school, the user experienced a low bg, with the lowest reading being 59 mg/dl, as reported by their dexcom g7 continuous glucose monitor (cgm). The user's mother contacted the clinical team and mentioned that the insulin cartridge may not have been inserted properly. The user received juice, candy, and applesauce to correct the low and was given dextrose in the ambulance. They were checked into the ER, where they were monitored and treated with IV dextrose. The user was released after a few hours and plans to consult with their healthcare provider (hcp) before resuming the ilet system. The user experienced disorientation, lightheadedness, and body aches.